Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During preparation for the procedure, the hospital staff noticed that a ruby coil pusher assembly was bent prior to being taken out of its dispenser hoop. The bent pusher assembly was found prior to use; however, the physician still used the ruby coil for the procedure. During the procedure, prior to using the ruby coil, two other coils from an unknown manufacturer were delivered into the patient. While advancing the ruby coil through another manufacturer's microcatheter, the physician experienced resistance and subsequently, the microcatheter kicked out of the target vessel. The ruby coil was then removed and the microcatheter was repositioned. Another attempt was made to advance the ruby coil but resistance was encountered again and the microcatheter kicked out of the vessel for the second time. The ruby coil was removed and the microcatheter was repositioned. A third attempt was then made to advance the ruby coil through the microcatheter. However, the microcatheter kicked out again and upon removing the ruby coil, the physician noticed that the coil had unintentionally detached. The detached ruby coil was then pushed into the gda using the pusher assembly; however, about 1-2 centimeters of the coil extruded into the common hepatic artery, which remained patent. The procedure was then completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the device is no longer available for return. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.